Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right ventricular lead exhibited oversensing of noise. Isometrics were performed and was not able to re-produce noise. A boston scientific technical services consultant discussed myopotentials. The physician planned to change the rv lead during device replacement or at a time where therapy would be compromised. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
On (B)(6) 2018 - boston scientific reported that this lead was capped due to performance issues. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 07/30/2018 - boston scientific reported that this lead was capped due to performance issues. On 08/20/2018 - boston scientific reported that this lead was capped due to out of range impedance.